Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. It was reported the patient was hospitalized for 12 days due to the event. At the time of this report, the patient outcome was not reported. Pd therapy is ongoing. No additional information was available.

Manufacturer narrative:
This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.